Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were told they weren't using the right atrial (ra) lead. The following physician confirmed that the lead insulation has been degrading for approximately three years. The patient was programmed to only pace and sense in the ventricle. The atrial lead will be abandoned or explanted at the patient's next device change. The lead remains in the patient. No patient complications have been reported as a result of this event.